Event description:
It was reported to philips that during a pulmonary artery aneurysm embolization and bronchial artery embolization procedure the left display console and the 3d monitor no longer showed images. The procedure continued after approximately two hours and was converted from a pulmonary artery aneurysm embolization to a pulmonary artery angiography. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the information obtained, the procedure was completed successfully, and the patient was subsequently discharged from the hospital. Philips was unable to evaluate the system because the customer elected to have the system assessed and repaired by a third party service provider. According to the customer, the third party service provider identified damage to the power supply of the interventional workstation, upon which the power supply was repaired/replaced, and the system was returned to use. No additional information has been provided by the customer. The codes were updated based on the investigation outcome.